Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 13 cm distal of the is-1 connector pin and damage to the coating of the rope conductor to the ring electrode in that area were noted. The traces of an electrical sparkover were visible on the rope conductor. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Al other damage at the lead is probably a result of the explantation process.

Event description:
Ous MDR - after an implantation time of about 38 months, artifacts with inappropriate shock deliveries were reported. No deterioration of the pt's state of health was reported. The lead and the ICD were explanted.

Manufacturer narrative:
Ous MDR.